Manufacturer narrative:
The thermogard xp ivtm console ((B)(4)) was evaluated at the customer site. The customer reported a complaint of the thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during initial functional testing and event log review. Mid: 09 error message was caused by suk leak. The air trap sensor block was cleaned to remedy the mid: 09 error message. Following the cleaning, the thermogard console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. During visual inspection no physical damages were observed. Archive event log data was downloaded and noted mid: 09 (air trap assembly) error message during reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported during patient use, thermogard xp ivtm system ((B)(4)) generated mid 09 (air trap assembly) error message due to the leaking suk. The customer was unable to clear the mid:09 error message. Following this, the user exchanged to another console to complete the patient treatment. No patient consequence was reported. No additional information was provided.

Manufacturer narrative:
Correction to patient identifier, incorrect ccr number. Should be ccr 41427.